Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the user experienced retraction issues. The device did not engage. The following information was provided by the initial reporter. The customer stated: it was reported that wingset is not retracting blood. "Customer wanted to return the item. Said that item is not working or not extracting blood."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific catalog or lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the user experienced retraction issues. The device did not engage. The following information was provided by the initial reporter. The customer stated: it was reported that wingset is not retracting blood. "Customer wanted to return the item. Said that item is not working or not extracting blood."